Event description:
The customer observed falsely elevated architect free t4 results for multiple samples. The following data was provided: (reference range: 9.01 to 19.05 pmol/l): sample 1: free t4 = 21.45 pmol/l, repeat = 12.65 pmol/l sample 2: free t4 = 23.38 pmol/l, repeat = 13.65 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results for multiple samples. The following data was provided: (reference range: 9.01 to 19.05 pmol/l): sample 1: free t4 = 21.45 pmol/l, repeat = 12.65 pmol/l. Sample 2: free t4 = 23.38 pmol/l, repeat = 13.65 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 61272ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 61272ud02 was identified.